Manufacturer narrative:
The complaint of a detached surecuff/ heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/ heat sleeve from the catheter. The detached heat sleeve/surecuff exhibits a blood and tissue residue embedded in the dacron material of the surecuff. At this time the mechanism of damage is undetermined. Lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
Detached cuff. Catheter was coming out of pt and it was 3/4 way out of the pt body by the time the doctor went to remove the catheter.